Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the incompatible scope (e315) is due to corrosion on the plug unit. The most probable cause of the dirty light guide cover glass is due to leakage and the most probable cause of the charge-coupled device image with interferences is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a dirty light guide cover glass, an incompatible scope error code (e315), and charge-coupled device image with interferences. There was no patient involvement.